Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 secondary mitral regurgitation (mr). During a mitraclip procedure, the grippers of an ntw had works as normal during preparation. The clip was introduced into the patient. There was difficulty grasping. After repeated grasps, it was discovered that the tactile gripper could not lower. It stayed in the raised position. The clip was removed. The ntw could not lower out on the table. It was replaced and the procedure was completed. Two clips were implanted. The mr was reduced to grade 4 to 2. There were no adverse effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) could not be confirmed via returned device analysis. The reported positioning failure (leaflet grasping - clip not implanted) could not be replicated in a testing environment. Additionally, the gripper cover (cap-tactile) was observed to be bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause for the reported positioning failure (leaflet grasping - clip not implanted), difficult to open or close (gripper actuation - single), and the observed bulky gripper cover could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.